Event description:
Report in literature: a (B)(6) old girl with no other underlying conditions underwent endoscopic submucosal transurethral injection of one ml dextranomer/hyaluronic acid coplolymer for grade three vur on the right-side. She recovered uneventfully and remained asymptomatic for one year, when she presented with right-side flank pain. Renal ultrasound showed hydronephrosis with calyceal dilation and hydroureter. Ureterovesical junction obstruction caused by the bulking agent was suspected on mr urography. A large 2 x 2 cm mass was found extravesically, clearly obstructing the ureter.